Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an intermittent open along the rear pulse wire inside the trunk cable. The cause of the test failure is the intermittently open pulse wire. The root cause for the intermittently open pulse wire was excessive force on the cable. No adverse event resulted from the intermittently open pulse wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the therapy electrodes were non-functional.